Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femoral head , unknown stem , unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04410 and 0001822565-2018-05105. Reported event of peri-prosthetic fracture could not be confirmed by review of x-ray however the x-ray report states that there is superior dislocation of the femoral component of the right hip arthroplasty. The acetabular cup is very poorly visualized. Bone quality appears to be within normal limits. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being considered for a stem revision due to periprosthetic fracture resulted from a fall. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.